Manufacturer narrative:
H11: corrected data: corrected section d4 (model number).

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the patients required a permanent pacemaker post operatively. The root cause of this event cannot be determined with the available information. However, there is no information suggesting there was any device malfunction and/or deficiency. This event was likely due to patient and/or procedural related factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article 'rapid deployment versus trans-catheter aortic valve replacement in intermediate-risk patients: a propensity score analysis', the following events were identified as pertaining to intuity valves: 2 patients received permanent pacemaker at discharge. Per the article, we compared 2-year outcomes between rdavr with intuity and tavr with sapien 3 in intermediate-risk patients with as - this single-center retrospective study was conducted from 2012 to 2018 at the (B)(6). The study included consecutive intermediate-risk patients treated for severe symptomatic as.